Event description:
An endurant stent graft sys was implanted in a pt for the endovascular treatment of a 6.22 cm in diameter abdominal aortic aneurysm approx 3 months ago. The proximal aortic neck had severe thrombus, mild angulation, and calcification. The iliac arteries had mild calcification. It was reported that there were good angiographic results after the implantation; however, upon discharge, a stent graft infection was suspected, and the pt was placed on antibiotics for a low grade fever. Then, 30 days post-implantation, the pt expired. An autopsy was performed, and no stent graft infection or any other issues with the stent grafts were noted. The physician stated the death was not device-related. (MFR report # 2953200-2011-01506, MFR report # 2953200-2011-01507).

Manufacturer narrative:
(B)(4). Eval, results: (fever, death).